Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call, she had issues with two infusion set. Customer she was priming and the insulin continued to squirt out so she disposed of those sets. Customer's mother stated the issues occurred in two separate occasions, the first occurred about a month ago. The customer's blood glucose was 300 mg/dl, and has been higher for a while. Troubleshooting wasn't performed for the prime anomaly as the customer wasn't present when the customer's mother called. The device isn't being returned for analysis.